Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not powering up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not powering up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation would not boot up. A field service engineer (fse) disconnected all components and confirmed the power supply was functional, as the fan was moving. The auxiliary station and tower were isolated, and the main unit was rebooted, but the medstation still failed to start. The fse then disconnected drawers in the main unit one by one and identified that a faulty half-height drawer board was preventing startup. The enhanced half-height drawer boards, including the pyxibus and drawer controller boards, were replaced. The medstation successfully powered on, the medapp launched, and the half-height drawer was reconfigured. The drawer was tested for open and close functionality, and the customer was able to log in and access medications without any issues. The system functioned as intended after the field service engineer repaired the device.